Event description:
It was reported that the 9800 system made a loud popping noise from the x-ray tube then, the screen went blank during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased. The collimator was aligned and battery pack, filament drive, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended, and put back into service.